Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2014 with the following findings: the pump powered on with function auditory features but the display screen remained black. There was evidence of moisture found behind the display and inside the pump, but not inside the battery compartment. Investigation revealed a battery compartment crack and a pump casing crack below the display lens. Investigation also revealed a battery compartment leak. The complaint of moisture behind the display was confirmed on investigation, however additional testing could not be completed due to the blank display screen.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was moisture behind the display. Reportedly, there was no damage noted to the pump casing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.